Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely positive architect stat troponin-I results were questioned by a physician for two patients in the emergency room. Both patients were admitted based on the results. Patient 1: sid 919998, 5/21/17, result 0.502 ng/ml. Patient 2: sid 918907, 5/20/17, result 0.337 ng/ml. On 5/24/2017, the physician contacted the lab to question the results and both samples retested negative. Patient 1 retested at 0.009 ng/ml and patient 2 retested at 0.005 ng/ml. Although both patients were admitted based upon the initial positive results, it is unknown whether any treatment was given prior to the results being questioned by the physician. There is no report of any treatment or procedures being performed and no report of any patient harm.

Manufacturer narrative:
Catalog # was corrected from 02k41-25 to 02k41-37.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is an increase in complaint activity for lot 56906un17 for falsely elevated results. Labeling was reviewed and found to be adequate. Accuracy testing was also performed to evaluate the performance of reagent lot 56906un17. An internal troponin-I panel was tested with retained kits of the reagent lot. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Use error may have contributed to the customer's falsely elevated results as the complaint text indicates possible sample integrity issues.